Manufacturer narrative:
The reported event of pump turned off file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer initially reported that there have been isolated incidents where different pumps are spontaneously turning off. The customer later reported that an internal investigation with clinical engineering determined that it was the batteries. There was no patient harm.

Event description:
The customer initially reported that there have been isolated incidents where different pumps are spontaneously turning off. The customer later reported that an internal investigation with clinical engineering determined that it was the batteries. There was no patient harm.

Manufacturer narrative:
The reported event of pump turned off file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.